Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by abdominal pain and cloudy pd effluent. It was reported that the patient was not hospitalized for the peritonitis event. The same day as event onset, the patient was treated with vancomycin injection (1gm, stat, intraperitoneal), injection amikacin (500mg, stat, intraperitoneal) and injection meropenem (1gm, once daily, intraperitoneal, for 11 days) for peritonitis. At the time of this report, the patient was recovered from all the events. Pd therapy is ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.